Event description:
It was reported that caller noticed battery took a long time to charge while patient did not use tandem charging cable or wall adapter. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken by the customer, and technical support arranged to send patient tandem charging cable and wall adapter. No additional information regarding the issue was received.